Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to insert into an electrode belt. The monitor's electrode belt connector and case were broken. The root cause for the damaged connector was excessive force. No adverse event resulted in the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.